Event description:
Customer reports, back to back readings on her aviva system of 241 mg/dl to 106 mg/dl. Low control ran on the phone and was within range. No adverse events. Requested return of suspect device and replacement was sent.